Event description:
According to the reporter: occurred during video-assisted thoracoscopic surgery (vats) with lobectomy. The needle fell out of the device and into the patient cavity along with the suture during passing of the needle through the tissue. The disengaged needle and suture was retrieved. A new device was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
Evaluation of summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.